Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The patient was treated at home (further treatment details not reported). Patient outcome was not reported, however it was reported the "patient was well" and had gone back to work. The cause of the event and action taken with peritoneal dialysis therapy were not reported. No additional information is available.